Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on unknown philos plate, part and lot numbers are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Journal article received: monoaxial versus polyaxial screw insertion in angular stable plate fixation of proximal humeral fractures: radiographic analysis of a prospective randomized study; ben ockert, md, volker braunstein, md, chlodwig kirchhoff, md, markus korner, md, sonja kirchhoff, md, katharina kehr, md, wolf mutschler, md, and peter biberthaler, md; the journal of trauma injury, infection, and critical care, volume 69, number 6, december 2010; 1545-1551; reported: a prospective randomized study of treatment with monoaxial angular stable plate fixation, synthes device proximal humeral internal locking system (philos), or polyaxial screw insertion device of a competitor, in displaced proximal humeral fractures. Between 2006 and 2008, 66 patients (48 women, and 18 men), with a mean age 67.7 years, were studied. Results for the philos treatment group included: 11 patients with secondary varus displacement of greater than 10 degree angle and four cases of intra-articular cut out of screws with subsequent hardware removal. In addition, one case of nonunion due to osteonecrosis was reported (device involved was not specified). The authors reported they found no relationship between monoaxial and polyaxial screw insertion regarding occurrence of secondary varus displacement or screw cut out. They concluded that monoaxial and polyaxial screw insertion allowed for mechanical stabilization in angular stable plating of unstable proximal humerus fractures. This report is for an unknown philos plate. This is report 1 of 1 for complaint (B)(4).